Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother reported seven days after insertion the patient started to feel pain at the insertion site. The pain continued to escalate so the mother removed the sensor. After removal, she noted there was a lump in the skin at the insertion site. He continued to feel pain, so she took him to see a physician on (B)(6) 2019. He developed an infection from the sensor site along with some bruising and was sent to the hospital. No treatment information was reported, and it is unknown if he was seen in the emergency room or hospitalized as an inpatient. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.